Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep in the left ventricular outflow tract (lvot) causing severe paravalvular leak (pvl). It was decided to perform a post-dilatation balloon aortic valvuloplasty (bav). After the bav, hemodynamics and angiogram remained unchanged. A second valve was implanted valve-in-valve resulting in mild pvl. After the implant of the first valve, an echocardiogram revealed intermittent complete heart block with the patient¿s baseline rhythm of atrial fibrillation (afib)/flutter with an accelerated junctional rate. A temporary pacing wire was used and a permanent pacemaker was implanted later that day. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep in the left ventricular outflow tract (lvot), causing severe paravalvular leak (pvl). It was decided to perform a post-dilatation balloon aortic valvuloplasty (bav). After the bav, hemodynamics and angiogram remained unchanged. A second valve was implanted valve-in-valve resulting in mild pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observa tion. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to sub-optimal positioning, as it was reported that the valve was implanted too deep. From the limited information provided, the implant depth of this valve is unknown. For the optimal placement of the bioprosthesis, per corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). A second valve was implanted valve-in-valve revealing mild pvl. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
This information was inadvertently omitted from the initial report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.